Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer stated that the alarm was clear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.